Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, it was noticed that the lens was scratched. The lens was removed in an initial procedure. Additional information was received. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The account indicated the use of qualified associated products. The account indicating the amount of viscoelastic used in the device was "1/2." The instructions for use (IFU) instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical device (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information was also provided in the file that the viscoelastic was not at room temperature before using. The IFU instructs to only use a company ovd qualified for use with the company intraocular lens (iol) delivery system that has been allowed to come to the operating room temperature. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).